Manufacturer narrative:
(B)(4). Date sent to FDA: 10/06/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Do you know the product code or lot number of the tvt mesh implanted? Please provide your age, body weight and height at the time of this surgical procedure. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bladder sling procedure in (B)(6) 2013 and mesh was implanted. The patient reported that starting in (B)(6) 2014, she noticed worsening stress incontinence with sneezing or lifting and by about (B)(6) 2014 the patient was completely incontinent. The patient followed up with the doctor and tried several medications as well as intono treatment which did not improve the condition. The patient underwent a reoperation on (B)(6) 2016 to remove the bladder mesh/sling and place another mesh. In the second procedure, the product was not in the right place. It is unknown what company manufactured the second mesh/sling placed. The patient has been discharged home since the day of the procedure, but returned to the emergency department several times for inability to urinate at all and for a bladder infection. The patient is currently on two oral antibiotics for infection and requires a catheter at all times. The patient is continuing to follow up with her surgeon. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2014-15580. Please see medwatch report # 2210968-2014-15580 for all information regarding this event.